Event description:
The customer stated for about a week she had to re-run many samples for the prism analyzer in channel 3 due to dispensing errors, which eventually invalidated that channel. The customer requested a service visit. The customer was able to re-run certain samples without any problems and then started a new lot of prism reaction trays and stated the number of analyzer errors went down but did not disappear. The abbott field service representative replaced parts and performed some instrument calibrations. The customer also received a new lot of instrument trays and since using them, the issue was resolved. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Concomitant medical products: prism 6 channel analyzer, list 6a36-04, (B)(4). The cause of the prism error codes for the calibrators, controls or samples was due to an increase in drain time errors affecting several lots of prism reaction trays. A product correction letter was sent to abbott customers with instructions to discontinue use of the prism reaction trays when used in conjunction with the prism hiv o plus or hepatitis b surface antigen assays. The customer letter also indicated the use of prism reaction trays was acceptable if not utilizing the hiv o plus or hepatitis b surface antigen assays and to continue use of the affected reaction trays until a new lot of reaction trays arrived at the customer facility.